Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent stylet was confirmed and the cause was likely related to use of the device. The product returned for evaluation was a used 3cg stylet and two sealed 3cg powerpicc kits. The used sample contained a sharp kink within the magnetic tip. Microscopic examination of that kink region showed the kink to exist between two magnets and contained a sharp crease within the polyimide tubing. The core wire was also sharply kinked. The angle and severity of the kink in the support wire was recreated in the lab by kinking the test stylet by more than 90°, and about a specific point rather than being gradually bent. Kink angles less than that did not match the degree to which the complainant support wire was kinked. The sealed kit samples were removed from the packaging and each stylet was visually and microscopically examined. No potential damage, defect, or deformity was observed on the samples. The samples were further wrapped around a 1cm radius and no damage occurred. The kink seen on the used 3cg stylet was characteristic of either the catheter becoming kinked during insertion or the stylet having been advanced past the tip of the catheter. No potential manufacture contribution to the event was observed. A lot history review (lhr) of recv1994 showed no other similar product complaint(s) from this lot number.

Event description:
A nurse at the facility reported: "once ready to prepare my PICC I pulled the guidewire back and cut the catheter to length ( with the guidewire out the appropriate length). The wire was intact at this time. Everything went smoothly until the insertion of the catheter. When inserting the catheter there was minimal resistance past the shoulder. I was able to reposition the patients arm and advance the catheter in. The line was not being picked up by the sherlock ECG device. I pulled the wire back to recalibrate the sherlock machine. The wire would not advance back into the catheter. A second PICC nurse rn assisted with the insertion at this time. The guide wire was removed and it was noted that the end of the guidewire was no longer intact and it had a kink below the break. A second guidewire from a double lumen solo power PICC was inserted into the catheter to attempt to advance the PICC line. The second guidewire was intact prior to insertion. The insertion was aborted due to trouble threading the PICC. In the attempt to use the 2nd wire to clear the trimmed part of the PICC this wire bend without even being inserted. No wire felt in trimmed PICC catheter." (B)(6) 2019 - returned 3cg stylet wire is kinked. This report addresses the 2nd wire used.